Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure and the device not detected on bus. The field service engineer (fse) troubleshot and found pyxibus module and drawer boards had failed. Then fse removed the damaged drawer and installed a replacement. After configuration and initial testing, the drawer was unresponsive. Further troubleshooting and fault isolation revealed damaged drawer controller boards and a pyxibus module controller. The fse replaced the faulty components and resumed testing, with no further issues noted. The user verified proper operation through inventory counts and scan/load tests. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.